Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that MRI tech called because the patient had an MRI and the MRI tech didn't know they had an implant. The patient experienced shocking sensations in the groin area that subsided when they were taken out of the scanner. Patient is being evaluated medically but caller also requested a rep to interrogate device per his safety officer, and instruction was given to page a company rep.